Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred while the customer was on a flight. Reportedly, the alarms occurred with multiple cartridges and did not clear after two hours. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had a backup insulin therapy method available.